Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity, reported as three to four, ultra clamps leaked. This was observed during use of the device for peritoneal dialysis therapy. It was further reported that ¿the clamp would bounce on the floor, pop open, and cause fluid to spill¿. There was no patient injury or medical intervention associated with this event. No additional information is available.